Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; with trace of ketones. Bg level was addressed with a correction bolus via the pump. Reportedly, it was found that the customer was using cold insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.